Event description:
It was reported that the prograsp forceps instrument cable was noted to have come off the track/pulley causing only one side of the tip to work during a da vinci prostatectomy procedure. The instrument was also noted to have a frayed cable. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found upon visual inspection that the cable was not derailed. The pitch cable was found frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following additional damages to the instrument: there were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, and/or the tube abrasions, could likely cause or contribute to an adverse event if the failure mode were to recur.